Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro clinical chemistry analyzer and identified the failure mode as a defective potassium electrode tip and a cloudy co2 membrane. The fse replaced the potassium electrode tip and the co2 membrane to resolve the issue. The fse cleaned the flowcell and verified analyzer resumed normal operation. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
Customer reported the generation of low sodium (na) patient results due to low anion gaps on their dxc 600 pro clinical chemistry analyzer. The low patient results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patients demographics. The customer provided the original na results for three (3) patient samples.